Manufacturer narrative:
(B)(4).

Event description:
The device was explanted (B)(6) 2011, to facilitate treatment of a cholesteatoma. The patient was reimplanted with a new device on (B)(6) 2011.

Manufacturer narrative:
This report is filed (B)(4) 2012.